Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported downstream occlusion alarm which was reproduced through troubleshooting of the device. A review of the event history log identified multiple downstream occlusion messages. The reported condition was verified. The cause was determined to be downstream sensor was out of specification. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The problem occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.